Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was unable to prime his infusion set but connected to the pump anyway. The patient had and elevated blood glucose level of 18 mmol/l and bolused (with the unprimed infusion set) to correct the elevated blood glucose level. The patient's blood glucose level rose to 24.4 mmol/l and he went to the doctor to receive treatment. The doctor administered insulin to the patient. The infusion device was requested to be returned for product evaluation.